Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-02177, 1225714-2014-02178, 1225714-2014-02179 and 1225714-2014-02180.